Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of ¿it would not cauterize¿. The electrical continuity test failed with one grip passing and the other grip failing. No physical damage was found to the conductor wire. The instrument was placed on an in-house system and the vessel sealer extend passed the self-test. The instrument cut and delivered energy; a wet paper towel was placed in between the grips and the instrument gave significant smoke at pitch up and down and at yaw left and right. Further failure analysis confirmed the electrical continuity test failed from the jaw electrode (jaw with no ceramic dots) to the cautery cord pin. The continuity test for the jaw with the ceramic dots passed. The insulation of the conductor wire, just proximal to the failed jaw, was intentionally removed to test for continuity. The continuity passed from the conductor wire to the cautery cord pin, indicating a breakage internally. The breakage is likely at the weld location from the conductor wire to the electrode. The instrument was tested for sealing using a wet power towel soaked with saline. Bubbling and steam from the paper towel was observed during sealing. Additionally the paper towel felt warm after the testing and a burn imprint of both jaws was observed. It is possible that during sealing test, the pressure of hard grip causes the broken wire to touch the electrode and complete the circuit, thus providing sufficient energy to pass the test. This would likely lead to intermittent sealing behavior during clinical use, depending the orientation of the conductor wire and if it can complete the circuit with electrode. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument did not adequately seal the patient's tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not cauterize. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2018 intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend instrument did not cauterize when the surgeon pressed the pedal. The customer stated, ¿no heat was being transferred or observed¿. All normal tones were heard and no error messages were observed. The customer said the surgeon tried to seal tissue that was smaller than 7mm and there was no tissue affect. The customer had used the instrument several times prior and the instrument was working normally. There was no blood loss as a result. A second vessel sealer extend instrument was opened to complete the procedure robotically.